Manufacturer narrative:
H.6. Investigation: bd received a sample, and three (3) photos were forwarded to the manufacturing facility for investigation. Upon review of the photos, there is a bd pbbcs device with the IV needle appearing to have retraction failure after the push button has been activated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were retraction issues during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from japanese to english: since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were retraction issues during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, translated from (B)(6) to english: since the button had already been pressed, the hcp could not press the button, with the needle kept unretracted.